Manufacturer narrative:
Batch review performed on 18 december 2020: lot 172765: (B)(4) items manufactured and released on 26-sept-2017. Expiration date: 2022-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain and limited range of motion, which was caused by a loose tibial component. The surgeon revised the medacta tibial component, femoral component and poly with another company's product. The surgery was completed successfully.